Event description:
After successfully advancing the stent delivery system to the site of an ostial lesion in the coronary vasculature, the physician was unable to fully inflate the balloon. The delivery system was withdrawn, leaving the undeployed stent at the target lesion site, and another balloon catheter was introduced to fully deploy the stent. No pt complications are reported relative to this procedure.